Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump has been alarming no delivery. Customer stated she has been issues with no deliveries since (B)(6) and this was her third device she has been on. Customer's blood glucose was 300 mg/dl, treated with manual injection. The device has been replaced two times on (B)(6) and (B)(6). Customer stated that if she disconnects the device ID does not alarm. Customer was advised to use a different infusion site with a smaller cannula. Customer did state the cannulas haven't been bent. Customer was advised to monitor the device. Customer called back and stated the device alarms no delivery when reservoir gets to 100 units. No further information reported.